Event description:
It was noted that the patient presented remotely via merlin.net. Review of transmission noted that the pacemaker exhibited far field r waves oversensing resulting in inappropriate mode switch. Programming changes was suggested, no change or intervention was reported. There were no patient consequences.